Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with multiple episodes of non-sustained right ventricular oversensing. Review of the episodes showed possible myopotential or lead issue. Programming changes were made. The patient is doing fine.